Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user's report of a snowy display was not confirmed. However, kinks and a knot were noted in the cable and consequently causing noise to appear in the image. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus hd camera head was producing a snowy display during procedure preparation. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. That information is located in b5, as well as sections e and g. Should further information be provided, another supplemental report will be submitted.

Event description:
Additional information was received from the initial reporter noting that the intended procedure type is unknown. However, he did confirm that it was completed using another camera. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cable was twisted with a knot. It¿s likely the poor image quality was due to a damaged/cut cable. The root cause was of this event was unable to be identified. Olympus will continue to monitor field performance for this device.